Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the patient never really got therapy. Before the revision, the patient was only able to go up to 0.5-1v before experiencing severe side effects. The patient also has a headache that goes away when stimulation is turned off. It was noted the patient has a history of psych issues and high anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the physician was looking to do a left lead placement and wanted to do an MRI. It was reported the physician ordered a chest and skull x-ray to see what the patient had implanted. A revision was scheduled for (B)(6) 2018. It was reported the right side lead was connected. The left side lead was not intracranial. The part that was removed was the part that went into the brain. There was residual wire that connected to the device but it did not go into the head/brain, only under the skin. The distal connection to the device also remained intact. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1cczv, implanted: (B)(6) 2016, explanted:(B)(6) 2017, product type lead. Product ID 3387s-40, lot# va1bdyv, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that the patient had a lead revision on (B)(6) 2017. The right vim lead was replaced and the left vim lead was removed. It was unknown if the left lead would be replaced at a later date. The revision was due to lack of efficacy. The patient reportedly had side effects that wouldn't allow stimulation parameters to increase past 1v to allow for any tremor control. There was discomfort in face and tingling was persistent. Multiple programming sessions and stimulation configurations were tried. No further complications are anticipated. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the left lead had been cut during surgery, rather than removed and extension capped. The caller also indicated the hcp was going to reassess whether the right side vim lead had optimal placement.